Manufacturer narrative:
Beckman coulter hotline evaluated the event involving the au680 chemistry analyzer. The customer indicated the reference electrode was filled on the previous day, and had to be refilled on the day of the event. Hotline suggested that the customer replace the reference electrode. The customer replaced the reference electrode to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the generation of erroneously low potassium (k), sodium (na), and chloride (cl) patient results on their au680 chemistry analyzer. The customer also indicated quality control (qc) recoveries were low. There was no change in patient treatment or injury reported in association with this event. The customer reran the samples on another au5800 and results were within reference ranges. The customer was unwilling to provide data for review.